Manufacturer narrative:
Initial and final MDR 1877163 - MDR 3003442380-2024-05350 - device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that on (B)(6) 2024 the patient faced 4 infusion set and the patient left the needle guard during insertion. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.